Event description:
It was reported to the manufacturer that the vns pt has been experiencing an increase in seizure activity. It is unk if the increase is above pre-vns baseline. The relationship between the increase in seizure activity and vns therapy is unk at this time. The pt's generator was replaced prophylactically, according to the pt's physician. Good faith attempts to obtain the explanted generator for product analysis and additional information regarding the reported event have been unsuccessful to date.